Event description:
Further follow-up revealed that the patient now thinks that maybe she swiped the magnet during the night when she has auras. The physician believes that the magnet swipes are real swipes. The physician indicated that the patient swipes the magnet a fair amount and sometimes back to back. The physician indicated that the patient experiences multiple auras every day and that the auras have become shorter and less intense with vns therapy.

Event description:
It was reported that the treating physician noticed on (B)(6) 2013 that there appeared to be a lot of magnet activations on the patient¿s device in the early morning around 3:30am while the patient was sleeping. He was saying "that she wasn't using the magnet at that time" but there were all of these activations, so he was trying to teach the patient how to use the magnet at the office visit so the count did in fact go up at the office visit as expected. However, he does not know why there are magnet activations occurring outside of the office setting (believed to be during the early morning during the patient's sleep) because the patient reports that she never uses her magnet at any time. The physician and patient were having a difficult time distinguishing what may be causing the magnet activations since the patient reports never using the magnet. They were trying to determine if there may be emi or magnet in the room or "something occurring in the room" for it to happen because the patient says that she never uses her magnet. The timestamp on the handheld computer is reportedly accurate. The patient was not aware of any magnetic devices around her device that may be triggering the magnet mode. The plan is to ask the patient to note if there any causal factors in the environment that could cause the magnet activations. The timeframe was "weird" which is what the physician did not understand. A copy of the physician's programming data was received, and the magnet history was reviewed. Per the magnet activation history, it appears to be incrementing correctly.

Manufacturer narrative:
Analysis of programming history.